Manufacturer narrative:
The technician replaced the circuit board assembly to resolve the issue.

Event description:
The technician alleged that when the bed is plugged in the bed goes into the raised position on its own. No patient impact.